Manufacturer narrative:
Zimvie did not receive one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2018092081. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018092081 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long-term loading) therefore, based on the available information, a device malfunction was not verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided . E1: phone number (B)(6).

Event description:
It was reported fracture. Implant failed after 2 years loading. Tooth site # 44.